Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) units IV pole shaft collar is broken. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer that encountered the issue reported that the top broken off IV shaft collar (0105-00-0114) was replaced with new one. The pm was completed with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).